Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The hcp reported that the patient¿s system wasn¿t working. The hcp reported that the problem started on (B)(6) 2017 and the device stopped working on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the office had not seen the patient since 2009. He was no longer the patient of the office. No further complications were reported/anticipated.